Event description:
It was reported the subject device exhibited errors b30 and e216. The issue occurred during a diagnostic bronchoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Maj-1430 cable was removed from the front of the cv-190. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection; however, olympus technical assistance center (tac) provided remote troubleshooting, and maj-1430 cable was connected to the front panel of the cv-190. The maj-1430 cable was removed from the front of the cv-190. The reported malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not properly connected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited errors b30 and e216. The issue occurred during a diagnostic bronchoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.